Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited damage and there was blood leakage from the terminal pin of rv lead. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events were lead damage and blood leakage from the terminal pin. A complete lead was returned intact in one piece for analysis. Visual inspection found blood present on the helix. The soft stylet used during the procedure was returned inserted within the lead and was subsequently removed, blood was observed on the stylet as well. The reported event of blood leakage from the terminal pin was confirmed. Blood can enter the lead through the distal tip and exit at the connector pin during implant, which is considered a normal occurrence. The reported event of lead damage was not confirmed. Electrical testing did not indicate any conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.